Event description:
Customer reported the insulin pump was cracked and a rubber ring came out while customer was doing a set change. Customer's blood glucose was unknown. Customer reported the damage was in the reservoir housing and one of the o-rings came out. Customer was unaware how damage occurred. Most current blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, a cracked case at the reservoir and display window corners, and minor scratches on the display window.